Manufacturer narrative:
The synergy xd mr ous 3.50 x 32mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal region of the stent were lifted from their crimped position and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 23-feb 2022. It was reported that crossing difficulties occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was in good condition. However, returned device analysis revealed stent damage.